Event description:
Related manufacturer reference number: 2017865-2021-38186. It was reported that there was a decrease in r-wave amplitude noted on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected. Furthermore, diaphragmatic myopotential oversensing was observed, but it was unknown if this was due to the rv lead or the device. The rv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.